Event description:
It was reported that while surgeon was using the pico device on a closed incision under a below the knee plaster cast, the patient¿s wound prematurely burst along suture lines (dehisced). As a result, bone and metal implant was exposed. Patient was them referred to (B)(6). Ultimately, the patient¿s limb was amputated. No further information at this time.